Event description:
This lead was implanted in 2006, and remains implanted up to this time. It was noted, on (B)(6) 2013, that the patient presented in a local hospital with an overt pocket infection with an eroded hole in his wound. He is to be brought forward for full device system extraction in the near future. The physician is dr. (B)(6) at (B)(6). No other information is available. Additional information received on 5/10/2013, states that lead was extracted without event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).